Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG cannot be measured intermittently. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer. Customer judged that ECG cable was damaged and will need replacement. The customer replaced ECG cable to rectify malfunction. The device remains at the customer site and no further action is required at this time.